Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy. In addition, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer would clear alarm and resume insulin deliveries. Customer's blood glucose (bg) level was over 500 mg/dl. Reportedly, the customer would take a correction bolus of give a manual injection to address high bgs.